Manufacturer narrative:
Patient identifier: (B)(6). This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false negative architect anti-hcv results generated on an architect (B)(4) processing module for one patient. (B)(6) initial result = 0.47 s/co (nonreactive), repeat result = 0.48 s/co (nonreactive). Previous results from (B)(6) 2021 were provided: sid (B)(6) initial result = 4.85 s/co (reactive), sid (B)(6) repeat result = 4.99 s/co (reactive). Sid (B)(6) was repeated on an alinity I processing module (B)(4) generating a result = 0.64 s/co (nonreactive). Sid (B)(6) was repeated on vitros generating a result = 6.92 (reactive). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of retained reagent kit lot 31377be00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket and trending review did not identify any trends for the complaint issue or likely cause lot. Device history record review did not identify any non-conformances or deviations with the likely cause lot. In-house testing of a retained reagent kit of the complaint lot was performed, showing that the lot generates the expected results. All specifications were met and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency with the architect anti-hcv reagent lot 31377be00 was identified. Corrected information in g1: contact office first name, contact office last name, contact office address 1, contact office address 2, contact office city, contact office country, contact office postal code, contact office phone number, contact office fax number, contact office e-mail.